Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach from v side peripheral to the stenosis in the left upper arm shunt. After the guidewire was crossed the lesion, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed a different device. There were no patient complications reported.